Manufacturer narrative:
Patient information was not provided. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The perfusion staff called to report a displayed motor failure. He was not present at the time of the error message. Motor failed error was displayed on the centrimag console. The event occurred during transport of a patient, but there was no pump stoppage or harm to the patient. The motor and console were switched out and the issue resolved. Initial non-reportable justification: the motor alarm was not associated with any pump stoppages, and the perfusionist reported that the patient was asymptomatic. No patient harm was incurred. The motor and console were exchanged, and were returned for evaluation. There was no reported patient harm or interruptions to device support associated with the alarm. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.